Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump felt hot to touch. The reporter did not allege any harm or injury because of the alleged issue. The reporter had initially called to report that after the patient had gone swimming, moisture was noticed in the battery compartment. In addition, moisture was observed behind the pump's display. The reporter admitted that there was a crack on the pump's display. The reporter denied that the pump's casing had any cracks. She also denied that the threads on the pump and battery cap were damaged. While troubleshooting the pump, the reporter claimed that the pump began to feel hot to touch. She had used a blow dryer to dry out the pump's battery compartment. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump felt hot to touch. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose (bg) values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on testing, pump would not power on. Testing of the pump was not possible due to due to no power.